Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The reporter alleged that the pump display was "frozen" and buttons on the infusion device were not responsive. No adverse event was reported. The alleged product will not be returned for product evaluation.